Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's generator site incision was open and leaking fluid. The device was explanted due to infection. The patient was provided with antibiotics. Device return and evaluation is not necessary because the reported event of infection/ open wound is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.